Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a robotic ostomy reversal with anastomosis of the colon and rectum, the circular stapler experienced a set-up issue prior to firing, with the anvil detaching when attempting to remove it from the anastomosis. The device only allowed the black twist knob to be turned two full rotations before an audible click was heard. The device was replaced with a competitor's product. No patient complications have been reported as a result of this event.